Manufacturer narrative:
The unit was returned and was tested using our standard operating procedures. We were unable to confirm the complaint of an overheat incident; the unit performed according to our specifications. However, upon receipt, it was noted that there was a lot of blood on the housing and the fan guards were filled with dust. The service and preventive maintenance schedule outlined in the operator's manual instructs the user to check/clean the fan guards every month, and provides the following instructions: "inspect the fan guards, on the bottom of the unit, for debris that might impede air flow. Remove guards by unscrewing the 4 retaining screws and clean, with soap and water, if necessary. Make certain the guards are not damaged. Let the fan guards dry before reinstalling." If the fan guards are not cleaned according to the instructions provided in the operator's manual, they can block the air intake and cause the system to overheat. The user facility has been contacted for additional details about the event and the status of the patient, but has not yet responded to our requests. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The biomed at the user facility reported that there was an overheat incident involving a rapid infuser while the unit was being used on a patient in the or.